Event description:
It was reported to st. Jude medical that during ICD replacement, the pace/sense portion of the lead was noted to have an insulation fracture. The device was not believed to be a contributing factor to this event. However, analysis revealed premature battery depletion.